Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes top came off and spilled blood. This was discovered after use. The following information was provided by the initial reporter: material no. 369714 batch no. 9126547 it was reported that the top came off, spilling blood on the floor, equipment, and rn. 1 of 2: citrate tube as label being placed on blood work, the top came off, spilling blood on the floor, equipment, and rn. This has happened before with other nurses and blue ptt tubes. Just yesterday most recently. Please look into this. Unsafe for staff and patients.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes top came off and spilled blood. This was discovered after use. The following information was provided by the initial reporter: material no. 369714 , batch no. 9126547. It was reported that the top came off, spilling blood on the floor, equipment, and rn. 1 of 2: citrate tube. As label being placed on blood work, the top came off, spilling blood on the floor, equipment, and rn. This has happened before with other nurses and blue ptt tubes. Just yesterday most recently. Please look into this. Unsafe for staff and patients.